Event description:
A customer contacted beckman coulter inc., (bci) regarding discrepant, erratic, and above the ami cut-off troponin (accutni) results, generated by the access 2 immunoassay system for one patient. The results were reported out of the lab and questioned by the physician. The original samples were re-tested on a different instrument and corrected reports were issued. Customer has not received any report to date of injury or change in patient treatment associated with this event.

Manufacturer narrative:
Samples were serum, collected in tubes with gel separators. Sample 1/2 was noted on provided documents to be "hemolyzed". Qc performed prior to and after the event was within passing range. There were no result flags or event log messages generated in association with the event. A field service engineer (fse)and an application specialist had been onsite. They inspected the instrument and no hardware issues were noted. No clear root cause could be determined for this event.